Event description:
Rep reported that the surgeon felt the patient needed a new pressure valve and opted to revise it from a hakim device to a certas. It was also discovered that the patient developed hygromas, but did not feel the device was the cause of it.

Manufacturer narrative:
In addition, a new (B)(4) was generated as additional follow-up reports could no longer be generated in the old system. Please refer to (B)(4).

Event description:
E-mail received from the sales rep. Informed that: "surgeon at (B)(6) explanted a hakim valve 82-3164, yesterday to replace it with a certas valve at a higher setting. He had just implanted this valve friday, the (B)(6), at a setting of 200 mm h2o with bactiseal catheters. However, the patient had developed hygromas over the weekend". On (B)(6), 2012, the sales rep. Called and clarified that only the valve was replaced. The catheter was not explanted. In addition, a new (B)(4) was generated as additional follow-up reports could no longer be generated in the old system. Please refer to (B)(4).

Manufacturer narrative:
It was noted that this complaint could not be confirmed. The device was visually and functionally tested and was found to work in accordance with the manufacturing specifications. The problem reported by the customer could not be duplicated in the laboratory setting. A review of the device history records confirmed that this device conformed to the required specifications prior to distributions. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.